Manufacturer narrative:
(B)(4). The customer returned one epidural catheter and one snaplock adapter. A visual exam was performed and no issues were found with the snaplock. The catheter appeared to be used as adhesive residue was present on the catheter body exterior and biological material was seen between the catheter coils. The entire catheter was not returned. The catheter was separated near the 10cm marker band. The catheter extrusion and catheter coils were stretched at the point of separation. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. The reported complaint of resistance upon removal resulting in a catheter fracture was confirmed based on the sample received. The returned catheter was found to be missing the distal tip from approx the 10cm marker band. The catheter was found to be stretched at least 3cm at the point of separation. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the information provided and the condition of the sample received, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that there was resistance when the catheter was being removed. The catheter fractured outside of the body. No patient injury. No delay in treatment to the patient.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that there was resistance when the catheter was being removed. The catheter fractured outside of the body. No patient injury. No delay in treatment to the patient.